Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 180759: 168 items manufactured and released on (B)(6) 2018. Expiration date: 2023-05-27. No anomalies found related to the problem. To date, 128 items of the same lot have been already sold without any similar reported event.

Event description:
Additional surgery planned for distal femoral fracture occurred 12 days after the primary surgery. The surgeon commented that it was possible to broken the distal femoral when the surgeon inserted the femoral stem. The patient alleged a little pain when she left the hospital.